Event description:
The customer reported that the system leg extension was hard to remove. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension was replaced during the service call. The system was tested and found to be working as intended and put back into service.